Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that there was a "cut in the cord" of the motor device. It was observed that wires were exposed at the end of the cord closest to the plug. According to the report, the alleged malfunction was discovered after a back surgery while the device was wiped down. The reporter stated that the device worked properly during the back surgery. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.